Manufacturer narrative:
Physio-control evaluated the customer's device and found the root cause is process residue on the capacitor designated c156 on the analog board. This residue caused an incorrect voltage on the ECG circuit. The device was destructively tested.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon testing by physio-control, the electronic records were reviewed and a critical error code was observed. The error code indicates that the device may not be able to deliver defibrillation therapy if needed.